Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
It was reported that the t20 hexlobe shaft was being used to remove competitor¿s instrumentation that was being replaced with depuy synthes spine implants. The hexlobe shaft broke while loosening a screw. Another hexlobe shaft was available for usage. There were no adverse consequences to the patient and the difficulty did not result in a significant delay to the procedure.

Manufacturer narrative:
The initial mfg medwatch report 1526439-2013-33040 was submitted in error. Depuy synthes spine is a distributor for the product. The device is being forwarded to the manufacturer, (B)(4), who has been made aware of the event. Although (B)(4) is the manufacturer, an evaluation was performed by depuy synthes spine. Visual inspection of the returned t20 hexlobe driver noted that the fracture occurred at the driver¿s distal tip.. A review of the device history record (DHR) for the t20 hexlobe driver was conducted identifying that all records, including inspection records, were complete and without any irregularities. The parts passed the standard inspection process with acceptable results. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the breakage cannot positively be determined. However, results of a scanning electron microscopy (sem) analysis show a rough appearance across the entire surface, which is indicative of plastic deformation, suggesting that the driver underwent a quasi-static overload resulting in the driver shaft fracture. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial mfg medwatch report 1526439-2013-33040 was submitted in error. Depuy synthes spine is a distributor for the product. The device is being forwarded to the manufacturer, (B)(4), who has been made aware of the event. (B)(4).